Event description:
The facility reported an infusion pump with failure code 810:11. It is not known if this failure occurred while infusing. The facility representative stated that no patient injury was reported on this pump since he last baxter service event.